Manufacturer narrative:
The device has been returned to olympus service center for evaluation. The evaluation found that the error e207 was displayed on the monitor screen due to faulty spare lamp; emergency lamp indicator was blinking on front panel due to faulty emergency lamp; and main lamp was working but emergency lamp was not working. This was due to faulty emergency lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during maintenance of the xenon light source, it was found that the emergency spare lamp indicator was blinking and error 207 was displayed on the screen. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the blinking of the emergency lamp display on the front panel occurred due to a defective emergency lamp. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation). Equipment to be placed in proper ventilated area for heat dissipation. Equipment to be placed in dust free environment. Olympus will continue to monitor field performance for this device.